Manufacturer narrative:
1/13/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument burned tissue. The surgeon was able to complete the procedure with the instrument. The hosp has reported no pt injury occurred.